Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during and attempt to advance the stent delivery system (sdc) to the lesion, it was noticed that the stent could not be seen on fluoro. It was then noticed that the stent had dislodgement during prep and remained in the protective sheath. During unpacking of the second stent, it was noted that the stent struts were flared; therefore, the device was not used in the patient. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): results code - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the balloon and inflation lumen. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was returned partially inflated and crimp marks visible in between the markers. There were three kinks in the hypotube 3 cm and 32.5 cm distal to the strain relief tubing and 12.5 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. A snap gage was used to measure the stent implant outer diameter and these meet manufacturing criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.